Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd plastipak¿ syringe was cracked before use. There was no report of injury or medical intervention.

Manufacturer narrative:
The available sample was analyzed and it was possible to confirm the defect for cracked barrel. Batch history analysis was performed, quality notifications and maintenance records verified, and quality deviation in the product was found for this lot. There is a quality notification (qn) record for the defect, in which the cause is similar to cause the defect found. For this a maintenance order was opened. Conclusion: the probable cause for the defect is related to the presence of air inside the mold. Components with other defects were found and segregated, possibly this defect was punctual and it was not possible to pick it up in the area. However the cause was identified for another type of defect in which the root cause is the same and therefore it is proven that interventions were made in the mold to avoid the existence of the defect.

Manufacturer narrative:
This supplemental MDR has been submitted multiple times and has been rejected for a duplicate report number. This is the first follow up for MFR. Report # 3003916417-2017-00118. Therefore, although this is follow up #1, the follow up number for this report reflects follow up #2 to avoid being rejected. The available sample was analyzed and it was possible to confirm the defect for cracked barrel. Batch history analysis was performed, quality notifications and maintenance records verified, and quality deviation in the product was found for this lot. There is a quality notification (qn) record for the defect, in which the cause is similar to cause the defect found. For this a maintenance order was opened. Conclusion: the probable cause for the defect is related to the presence of air inside the mold. Components with other defects were found and segregated, possibly this defect was punctual and it was not possible to pick it up in the area. However the cause was identified for another type of defect in which the root cause is the same and therefore it is proven that interventions were made in the mold to avoid the existence of the defect.